Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 40,000 joules into the procedure. The procedure was completed with a second fiber. Neither the pt nor the end user experienced any injuries as a result of this event. The pt outcome was reported as "fine". The laser system was used for both prostate vaporization and coagulation during the procedure; it was not reported which mode was in use, or which beam (aim beam or the active laser beam) was visible, when the forward-firing condition was observed.